Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07539. (B)(6). It was reported that chest discomfort with vessel spasm occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the distal left anterior descending (lad) artery with 80% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of 2.50x12mm study stent. The study stent was then post-dilated using a 2.75x8mm quantum apex balloon catheter with 5% residual stenosis. Following post dilatation, the patient experienced chest discomfort with some spasm of the distal lad and was then treated with administration of nitroglycerin to relieve the vessel spasm. One day post procedure, the patient was discharged on dual antiplatelet therapy.